Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on march 13, 2020, the two (2) synframe half rings did not stay connected. Both have a stripped inner thread where the screw connects to hold the ring together. They no longer engage due to general wear and tear from usage. The issue was discovered during a routine inspection in the sterile processing department (spd). There were no patient and surgical involvement. This report is for one (1) synframe half ring. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Service and repair evaluation : the customer reported that the synframe rings will not stay connected as the inner threads where the screw connects to hold the ring together are stripped and no longer engage. The repair technician reported hex screw was damaged. Screw head damage is the reason for repair. The damage may have caused the device to not stay connected.the cause of the issue is unknown. The following parts were replaced: hex screw. The item was repaired per the inspection sheet, passed synthes final inspection on apr 15, 2020 and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 30. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history lot part: 387.337 (50131166), lot: 3315089, manufacturing site: hägendorf, release to warehouse date: february 05, 2010. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4/h6: lot number & method code provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.